Manufacturer narrative:
(B)(4). The customer's report of a broken luer was confirmed. Visual inspection noted the male luer tip and collar were broken. A piece of the male luer tip of the extension set (model mx4450) was still lodged inside the valve of the concomitant set. No tool marks were observed on the male luer of the extension set. The root cause of the broken acrylic male luer was exposed to isopropyl alcohol from the curos port protector. Acrylic components that are exposed to isopropyl alcohol become weak and brittle causing the acrylic to break when stressed during disconnection.

Event description:
Risk manager reported "max plus extension tubing connector breakage. Breakage within the connection." Customer's medwatch states "nurse attempted to disconnect the tubing and the connector broke." There was no patient harm or medical intervention. The customer stated that no further patient/event information is available.